Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, go to the emergency room, felt like something was going through nose and mouth. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 10, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information the end user alleging hospitalization, difficulty breathing, shortness of breath, and feeling like something was going through his nose and mouth that are related CPAP device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that manufacturer observed brown colored contamination on the top enclosure, air inlet, rear panel, and bottom enclosure. Insects were observed in the rear panel, iso (international organization for standardization) port, and bottom enclosure. A dust-like contamination was observed on the bottom enclosure and on the blower. A keratin-like substance was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. There was no visible damage or functionality failures of the device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.